Event description:
It was reported that a loss of capture was exhibited with the right ventricular (rv) lead, and that the patient was unresponsive during the episode. In addition, increased thresholds and over-sensing were observed. Reprogramming was done for rv lead sensitivity. The lead remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 5076-52 lead implanted: (B)(6) 2015. (B)(6)